Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and discussed stored episodes as well as available programming options, with a low amplitude and poor morphology noted. The patient underwent x-ray imaging with the electrode noted as moving. Device settings were reprogrammed. This device remains ins service. No additional adverse patient effects were reported.